Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress was noted when advancing the balloon catheter into the sheath. The integrity of the hemostatic valve was in question. The case was completed with cryo. No patient complications have been reported as a result of this event.